Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer believed that insulin pump was not giving the correct amount of insulin. Customer had high blood glucose of 400 mg/dl and was treated with manual injection. It was reported that customer was hospitalized; once in customer's country of (B)(6) and the other in the united states. Hospitalization information was not given. Troubleshooting was performed and it was found that insulin pump was working as designed. Customer insisted that insulin pump be replaced. Customer was advised that continuation of treatment insulin pump would be sent and other insulin pump had to be returned.